Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring was bent. Device was removed from the field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # cs-cpl-2018-01168. Corrected device code from "break" [1069] to "material twisted/bent" [2981]. A lot history record review was completed for lot 25141549 the last lot shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring was bent. Device was removed from the field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.